Event description:
It was reported that two autopulse nimh batteries prompted the autopulse platform to display "low battery" after about 5-10 minutes of use. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Autopulse nimh battery s/n (B)(4) was returned to zoll (B)(4). The battery was placed in the battery tester, and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 486.3w. The battery was then fully charged, test cycled and re-tested with the battery tester, where the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 993.1w. An investigation conducted using the battery's serial number found that the battery was within its expected life span of 2-4 years. Per the autopulse power system user guide (pn: 12457-001), "the expected service life of autopulse nimh battery is 100 full charge/discharge cycles or 2 to 4 years depending on battery maintenance and usage patterns." In addition, per the autopulse battery charger user guide (pn: 10762-001), "following prolonged inactivity or storage (no use or charging), a battery should undergo a test-cycle to ensure adequate battery health." "A test-cycle measures a battery's charge holding capability by cycling the battery through a charge-discharge-recharge sequence. Batteries with a high charge holding capability pass the test cycle and remain available for continued use. Batteries that no longer accept a charge will fail the test-cycle and must be replaced as they can no longer be used in the autopulse system." "To maintain a battery's performance and optimize its life, perform a test-cycle on it each month." Customer indicated that they are following proper battery management. However, no information regarding usage patterns was provided. The autopulse nimh battery in complaint will not be returned to the manufacturer. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed . Please see the following related MFR. Report: 1. #3003793491-2013-01050 for autopulse nimh battery with sn: (B)(4).